Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited high capture thresholds. The lp was deactivated and replaced with a transvenous pacemaker on (B)(6) 2024. The patient was in stable condition.